Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while performing maintenance on his olympus evis exera iii video system center, there was no image present when a 180 series scope was used. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. In addition, the following non-reportable malfunction was found during the device evaluation. The video module socket cannot be locked. Based on the results of the investigation, it is likely that the abnormal imaging was caused by a faulty printed circuit board. There has since been a design change to prevent reoccurrence. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "important information please read before use: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.